Event description:
It was reported that the patient who is non-verbal with down syndrome was found deceased in his room at a group home. The staff reported changing the patient's pod 3 days prior to his death and that his blood sugar was high for the entire 3 days following the pod change due to possible infusion site failure. The patient's hcp (health care provider) reported the omnipod system was appropriately providing alerts due to high blood glucose levels, and the staff failed to assess and confirm the device status or the patient's blood glucose levels. Additionally, the hcp reported the staff neglected to provide insulin boluses for meals which resulted in the patient receiving considerably less total daily insulin. The back-up plan ordered by the hcp was not initiated. Blood glucose levels were reported to be high (>400 mg/dl).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and death. No lot release records were reviewed, as the product lot number was not provided.